Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00712. Follow-up revealed the infection was found at the ipg and lead sites. The infection resolved over time via antibiotic use.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00712. This report is related to a "(B)(6)" patient. It was reported the patient's ipg and lead were explanted due to infection. Further information is unknown at this time.